Event description:
It was reported that during a superficial femoral artery pta / stenting treatment procedure, premature partial deployment of the express biliary ld 6.0x40x135 cm stent was noted. The stent was 1/4 of the way distal to the end of the catheter prioer to deployment inside of the patient's body. The physician did not want to risk removing the stent and delivery system, so the stent was advanced to the target lesion and deployed, but only 3/4 of the stent properly deployed. He removed the stent delivery system balloon and inserted a smaller balloon to dilate the distal 1/4 of the stent. He subsequently, removed this balloon and completed dilatation with the stent delivery system balloon. It is noted that the patient experienced a significant amount of thrombus and woke from the procedure with a cold foot. He was immediately taken for surgical intervention. Additional information has been requested regarding this event.

Manufacturer narrative:
The device has not been received for analysis as of the date of this report.